Event description:
It was reported to boston scientific in 2007 that while using a foot switch the customer experienced the following: out of box failure, unable to ablate with footswitch, but will ablate with console button. Suspect a short in footswitch. No pt involvement. Preliminary results from the investigation related to the device on mdr2953184-2008-00041 was received on oct 17,2008. The info indicates a malfunction of the footswitch may cause accidental activation of rf. Due to the potential risk to the pt or user this complaint is similar and now considered a reportable event.

Manufacturer narrative:
The device related to this event was returned and evaluated on mar 1, 2007. Following are the results of investigation: the device was functionally tested in the bsc r&d lab by connecting it to a generator and simulating an ablation with a chilli ii catheter. When connected to the rf generator, the system did not function properly. With the system on the parameters set, the system would start ablating upon connection of the foot switch to the console. With the foot switch connected prior to system power up, the led's on the generator would blink and the parameters could not be set. A multimeter was used to check the continuity and a short was identified in the foot switch connector from pin 7 to ground. Upon carefully dissecting the connector, it was found that when the connector metal casing was crimped by the MFR, it punctured through both the cable jacket and the individual wire insulation of the wire connected to pin 7 of the connector. The ground wire, which is soldered to the inside tab of the casing where it is crimped, came in contact with the exposed wire which connects to pin 7, causing the short. A scar was issue to the (OEM) to determine root cause and corrective action for this manufacturing defect. This issue was considered to be an isolated event as no other complaints were reported for this issue. Remedial action has been initiated due to the info received from the related MDR# 2953184-2008-00041.